Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported a ¿lo¿ (readings less than 40 mg/dl) message was received on the sensor and as a result, he became hypoglycemic and experienced symptoms of seizure and a loss of consciousness. The customer was taken to a hospital where he was hospitalized and administered insulin (type/dose unknown) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported a ¿lo¿ (readings less than 40 mg/dl) message was received on the sensor and as a result, he became hypoglycemic and experienced symptoms of seizure and a loss of consciousness. The customer was taken to a hospital where he was hospitalized and administered insulin (type/dose unknown) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not returned. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the remaining product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported a ¿lo¿ (readings less than 40 mg/dl) message was received on the sensor and as a result, he became hypoglycemic and experienced symptoms of seizure and a loss of consciousness. The customer was taken to a hospital where he was hospitalized and administered insulin (type/dose unknown) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006calvm has been returned and investigated. The sensor plug was not returned. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. If the sensor plug is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.